Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer. No additional information was provided and the customer declined troubleshooting with tandem technical support.